Event description:
Nurse notice while trying to flush angiocath with solution that the solution was leaking on patient's arm. Upon further inspection, it was discovered that the angiocath had broken with about one inch of the unit remaining in the patient's arm. A cut down was ordered and the fragment was removed with no lasting effect.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, environmental factors. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.